Manufacturer narrative:
One smiths medical cadd solis vip pump was returned for analysis with a slight bubble in the downstream occlusion (dso) seal and locked in program / update mode. During analysis, the customer's reported problem regarding "software frozen" was able to be duplicated. It was noted that the reported problem was due to loss of power/data transfer interruption during update. Service will install software to correct the reported problem. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that the software on a smiths medical cadd solis vip pump was frozen. No patient was involved in this event. No adverse effects were reported.